Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range impedances and failure to capture at max output. A clavicular crush leading to a lead fracture was suspected. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field h10: subsequently, the lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The lead was returned with the helix extended and there was dried blood/tissue within the helix housing. An x-ray of the lead identified evidence of corrosion of a weld within the lead. This corrosion is likely related to this lead having been implanted with a pulse generator that exhibited a pace switch gate oxide issue that resulted in continuous energy flow through this lead. Detailed analysis confirmed that the inner conductor coil resistance was electrically open, suggesting that the oxidation weakened the conductor, resulting in the reported high, out-of-range impedance measurements and loss of capture. An unrelated finding of insulation damage was noted during the analysis of this lead. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range impedances and failure to capture at max output. A clavicular crush leading to a lead fracture was suspected. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Subsequently, the lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil resistance was electrically open, suggesting a fractured o broken conductor. Analysis concluded that the clinical observations of high out of range impedance measurements, failure to capture and high capture threshold measurements were likely caused by the confirmed fracture. In addition, the lead shows evidence of a weld failure related to corrosion of a component of the lead, associated with characteristics of gate oxide failure from the pulse generator that was connected with this lead.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range impedances and failure to capture at max output. A clavicular crush leading to a lead fracture was suspected. This lead was successfully replaced. No additional adverse patient effects were reported.